Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 111 months after a total replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, ambulation impairment, bone loss and emotional distress. No further issues or complications were reported. No additional information is available.